Event description:
It has been reported to co that during the procedure a transvenous pacing wire was inserted for complete heart block. The pacing wire "would not pace." Physician determined catheter to be malfunction. There is no report of pt injury and the device is not being returned for co's evaluation.